Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer stated she received a high predict alert on her insulin pump but she heard the low blood glucose alarm go off. After checking the alarm history, customer received a low predict alert and then a low blood glucose alarm. The high predict alert was four hours ago. Customer's blood glucose was 48 mg/dl. She treated with juice. She stated every time she takes her blood glucose, the device resets the time. She also stated that the time was incorrect on her meter. Customer was advised to upload her data. She said she does not have internet access. She was advised to call anytime for assistance uploading. Nothing further reported.